Event description:
It was reported that the implant was opened and when the nurse peeled off the first cover of the sterile seal, she turned the box upside down to drop it in the sterile field. The scrub technician saw the implant came out of the second sterile container through the plastic. So the second sterile cover was not peeled off and the implant is out.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.